Event description:
A penile prosthesis was implanted, date and product type not indicated. On 7/1/96 the entire device was removed and replaced, reason not indicated. Surgery info has not been provided at this time.